Event description:
Had just finished drawing patient's blood and went to secure needle with safety device. The shield that covers dirty needle fell off. One hand thumb process utilized. Emergency medical technician was looking as she went to engage so she was able to keep her thumb from going against dirty needle.